Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that transducer pt801 and pt802 have failed.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.